Manufacturer narrative:
Follow-up #1: date of submission: 15-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. Reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.